Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics showed the patient's t12 drg lead had fractured along with high impedance in all contacts. The issue was confirmed via x-rays. In turn, surgical intervention was undertaken wherein the existing lead was explanted and replaced to address the issue.